Event description:
The biomedical engineer from a hospital in (B)(6), reported that a iw980 wall mount infant warmer was displaying an e17 error code. It was further reported that the harness connectors were slightly discoloured. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint iw980 wall mount infant warmer was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that both the upper and lower harness connector housing were discoloured. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul).

Event description:
The biomedical engineer from a hospital in (B)(6), reported that a iw980 wall mount infant warmer was displaying an e17 error code. It was further reported that the harness connectors were slightly discoloured. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.